Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative retrieved the error log files and reloaded the software and the configuration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would only display dark images. No patient injury was reported.